Event description:
It was reported by (B)(6) that during an unspecified surgical procedure, it was discovered that the small battery device quit working after a k-wire was inserted into it. There was a five minute delay to the planned surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device stopped running during testing. Therefore, the reported condition was confirmed. It was further determined that the wires on the electronic control unit were damaged and the electric motor was not functional. The assignable root cause was determined to be due to normal wear on component parts from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.